Manufacturer narrative:
(B)(4). Concomitant products - bard uretex sup purbourethral sling: (B)(6) 2008 and boston scientific pinnacle pelvic kit: (B)(6) 2008. 510(k) unknown; product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a bard uretex sup purbourethral sling and a boston scientific pinnacle pelvic kit on (B)(6) 2008 at (B)(6), and a cook biodesign surgisis anterior pelvic floor graft on (B)(6) 2014 at (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.